Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during ask knee, the werewolf flow remained permanently "on" without pressing the buttons of the foot switch or the hand control. Procedure was resumed, after a non-significant delay, with a back-up device. No patient complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned instrument shows no manufacturing abnormalities. The tubing has been cut and removed from the wand. Product was out of the original packaging. No packaging returned. The data extracted revealed the wand was activated previously and experienced a "check electrode notification" error. The wand was tested with test tubing and the device did not remain activated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.